Manufacturer narrative:
Investigation summary: there were received 30 pcs for investigation. The customer is claiming that the expiry date on the delivery note differs from the product. Expiry date of finish goods is entered by hose component. There is the date on the hose label 29-nov-2027 which is in accordance with the date on the label of finish goods (fg). The expiry date on the label of fg is correct. The failure probably occurred while the expiry date is entered in the oracle system, from which the delivery note is printed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
E3. Initial reporter occupation: (B)(6). H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the expiry date on the delivery note differed from the product (20/2/28 on dl, 29/11/27 on product). There was no patient involvement and no patient harm/adverse event reported.